Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >250 mg/dl. It was also reported that the controller was stuck on "19" with the update. Symptoms reported include hyperglycemia, stomach pain, vomiting and nausea. The patient was treated with insulin, potassium, magnesium, IV(intravenous) fluids. The patient was two days later.

Manufacturer narrative:
The case description states that the user's controller was unable to load past step 19 during initialization. Upon powering on and unlocking the controller, it was observed that the controller was getting stuck at step 19 of 29 during initialization. The application was observed to loop and restart periodically at step 1 of 29, only to reach 19 and freeze again. During the download process, the application was taken out of kiosk mode which stopped the application from looping. Messages were generated saying that the omnipod 5 application was not responding. When the wait option was selected, the application was able to break out of the initialization loop and reach the home screen. Inspection of the android log files downloaded from the controller found no visible issues that would contribute to the device failing to get past step 19 of 29. No errors were observed, however the looping of the application was observed in the logs. The exact cause of the initialization error could not be determined.